Manufacturer narrative:
The field service engineer performed various checks and performance testing. All checks and testing passed. The last calibration was performed on (B)(6) 2021, the calibration signals are slightly lower than expected. The qc recovery was acceptable. No indication for a performance issue of reagent or instrument. The alarm trace contains multiple sample short alarms. These are indicators of possible poor sample quality. Based on the data provided a clear root cause could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas 6000 e601 module. The initial result was 0.43 miu/ml. A result of <2 miu/ml was reported outside of the laboratory and questioned by the physician as the patient had taken 2 positive at home pregnancy tests. The patient was redrawn and tested at another facility with an estimated result of around 3000. No units of measure were provided. The original sample was repeated on measuring cell 1 of the e601 with results of 304.3 miu/ml and 294.0 miu/ml, respectively. And then repeated on measuring cell 2 with a result of 301.8 miu/ml. The reagent lot number was 51653905 with an expiration date of 30-apr-2022.